Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone, data not available. Cloud - omnipod 5 software app version, data not available. Cloud - smartphone operating system, data not available. Cloud - smartphone hardware, data not available. Cloud - cgm sensor type, data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the dexcom app and the controller displayed blood glucose (bg) levels of 41 mg/dl. Patient ate glucose without reaction. Patient measured the bg levels by fingerstick and the levels were reading 381 mg/dl. The patient went to (B)(6) located at (B)(6) and received a fluid infusion for treatment. Patient was released after 1 hour. The patient was advised to go home and change the pod and sensor. The pod was worn on the patient's leg for between 25 and 36 hours. Patient confirmed a new pod and sensor was successfully applied once they arrived home. The incident has been communicated to dexcom.